Manufacturer narrative:
(B)(4) initial report. Additional information, including the explanted devices, device details, post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed.

Event description:
Corin received maude report mw5075768 regarding a cormet revision after approximately 8 years and 6 months due to elevated cobalt and chromium ion levels.

Manufacturer narrative:
Per -998 final report in order to conduct a thorough investigation of the event, additional information was requested. As the device details were not provided, the manufacturing records were not retrieved. The explants were not returned and the patient medical history was not provided, therefore we were unable to determine the root cause of the event. Without more information, no further investigation could be performed and thus corin considers the case closed. However, should any additional information become available for this event, this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Corin received maude report mw5075768 regarding a cormet revision after approximately 8 years and 6 months due to elevated cobalt and chromium ion levels.